Event description:
An unknown readings issue with the Abbott Diabetes Care (ADC) device was reported. The customer experienced confusion and was unable to self-treat. The customer had contact with a healthcare professional (HCP) who administered unspecified injections and intravenous treatment for the diagnosis of hyperglycemia. The HCP obtained laboratory glucose results of 542 mg/dL on (b)(6)2026, 143 mg/dL and 238 mg/dL on (b)(6)2026, and 247 mg/dL on (b)(6)2026. It was reported that the customer was hospitalized for seven days. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.